Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
It was reported that when the physician was removing the scope from the patient during an unknown procedure, the distal cover fell off inside of the patient. It was mentioned that a trocar was being used and that may have been a factor. It was confirmed that the cover was successfully retrieved from inside the patient. Despite multiple attempts regarding the retrieval and outcome, none were received. This report is related to (B)(6).